Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 04, 2017. (B)(4). The returned sample was visually inspected upon receipt. It was found that the water outlet port was marked as being damaged. The lip on the water port was bent and appeared flattened. A retention sample from the same product code and lot number was visually inspected and confirmed to not have any damages. Upon evaluation of the returned sample, it was confirmed that the water inlet and outlet ports were damaged. Based on the characteristics of the damage, it appears as though the unit had been dropped onto the water port side, causing the ports to bend, or flatten, at the lip. It is likely that the dropping force, or shock force that was applied to the water ports, was caused during the handling of the device, as the packaging would have protected the ports against this type of damage during shipping. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during set up, the port connection was apparently damaged and it begun leaking fluid. No patient involvement as this occurred during set up. Product was changed out. Procedure was completed successfully.